Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. A review of the device history record confirmed that this device passed all manufacturing and sterilization inspections. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), fibrosis or non-calcific degeneration. In this case, the device was not returned to edwards for analysis. The clinical statements cannot be confirmed and the root cause for stenosis of this device remains indeterminable. It is possible that the patient¿s co-morbidities and underlying disease process contributed to the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported via the implant patient registry that a second device, a 23mm transcatheter aortic heart valve, was implanted in a previously implanted aortic pericardial valve using a valve-in-valve procedure. The implant duration of the original device at the time of the procedure was ten (10) years, six (6) months, nineteen (19) days. Through obtained patient records, it was noted that the reason for the valve-in-valve surgery was due to severe critical aortic stenosis. The surgeon was happy with the placement of the new 23mm transcatheter valve and tee showed no perivalvular leaks. The patient was taken to the ICU in critical but stable condition and discharged on pod 5.